Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP,bipap and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the second attempt to have the device and components returned for evaluation, the customer stated that the device will not be returned. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on feb 12, 2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam.there was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During an external and internal inspection, the manufacturer observed that there was a dust-like contamination and tiny hairs/fibers in the air outlet port and on the outside of it. Air inlet filter and air inlet filter area had dust-like contamination and tiny hairs/fibers. Iso (international organization for standardization) port cover had dust-like contamination and small black (inconsistent with degrading sound abatement foam) unknown pieces of contamination. Pca (printed circuit assembly) at c47 and c48 had potential excess flux on it. Air inlet baffle had dust-like contamination and tiny hairs/fibers on it. Dust-like contamination and small black unknown pieces of contamination (inconsistent with degrading sound abatement foam) and hairs/fibers in the bottom enclosure. Slight dust-like contamination was in the bottom of the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed that there was no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device and unable to address the patient's symptoms. Sections d9, h2, h3 and h6 has been updated in this report.